Event description:
Additional information was received that during the valve implant, the right femoral artery was used for access and non-medtronic guidewire was used. A balloon dilatation with 25 mm non-medtronic balloon was performed. During the valve implant, three deployments were made to obtain placement as the valve had a tendency towards the ventricle side with each deployment despite starting shallow. The valve was deployed approximately 7 millimeter (mm) below the surgical valve frame. Following valve implant, 7 millimeter (mm) mean transvalvular gradient on direct measurement and 5 mm gradient by doppler. First degree atrio-ventricular block (avb) was also reported but resolved the following day.

Manufacturer narrative:
Updated data: b5 b7 continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6) ; product type: heart valves; product ID l-evolutfx-2329; product lot/serial number (B)(6) ; product type: heart valves; h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve implanted within the patient was previously used within a heartroid demo/stimulation. Prior to implant, the temperature indicator within the valve box was checked and the paperwork was passed along and charted. The serial number sticker was on the lid and the valve was opened by a nurse. The stitch was not attached to the valve. The valve was checked and deployed. The valve was functional and had a post gradient of 5mm hg. The patient was stable and there were no issues noted with the patient post procedure. The field rep scanned the serial number after the procedure, however at this time, the registration app said this valve was already used. It was determined that the valve had been previously used in the heartroid simulation model. The patient registration was completed with the incorrect valve sn ((B)(6)) and an identification card was mailed to the patient. The registration was corrected with the correct serial number implanted ((B)(6)) and an updated identification card was re-sent to the patient. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve implanted within the patient was previously used within a heartroid demo/stimulation. Prior to implant, the temperature indicator within the valve box was checked and the paperwork was passed along and charted. The serial number sticker was on the lid and the valve was opened by a nurse. The stitch was not attached to the valve. The valve was checked and deployed. The valve was functional and had a post gradient of 5mm hg. The patient was stable and there were no issues noted with the patient post procedure. The field rep scanned the serial number after the procedure, however at this time, the registration app said this valve was already used. It was determined that the valve had been previously used in the heartroid simulation model. The patient registration was completed with the incorrect valve sn (B)(6) and an identification card was mailed to the patient. The registration was corrected with the correct serial number implanted (B)(6) and an updated identification card was re-sent to the patient. No adverse patient effects were reported. Additional information was received that during the valve implant; the right femoral artery was used for access and non-medtronic guidewire (safari 2) was used. A balloon dilatation with 25 mm non-medtronic balloon (true) was performed. During the valve implant, three deployments were made to obtain placement as the valve had a tendency towards the ventricle side with each deployment despite starting shallow. The valve was deployed approximately 7 millimeters (mm) below the surgical valve frame. Following valve implant, 7 millimeter (mm) mean transvalvular gradient on direct measurement and 5 mm gradient by doppler. First degree atrio-ventricular block (avb) was also reported but resolved the following day. Additional information was received that the post-implant transthoracic echocardiogram (tte) showed a mild increase in the left ventricle wall thickness. An electrocardiogram (ECG) one day post-implant showed possible right ventricular hypertrophy. One month following the valve implant, the patient reported a limitation of activities, minimal swelling, fatigue, and shortness of breath. The heart failure symptoms were reported to limit quality of life. No further treatment was prescribed.

Manufacturer narrative:
Updated: a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was experiencing physical and mental injuries such as pain, suffering, panic attacks, feeling depressed, and economic injuries. The patient was living in fear of infection from the compromised transcatheter aortic valve. Approximately 21 days following the implant of the valve, the patient was seen for a consultation to rule out the potential of an endovascular infection. Blood cultures were obtained approximately 8 days following initial implant that revealed no growth at 5 days. The patient appeared to be without an infection.

Manufacturer narrative:
Updated data: b5. B7. H6. Corrected data: d4. Full UDI added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.